Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The presence of severe explant damage prevented electrical continuity testing on the medial segment. Visual continuity inspection was preformed for the entire conductor length using destructive testing on the medial segment.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a lead integrity alert (lia) triggered on the right ventricular (rv) lead for oversensing. The rv lead was explanted and replaced. It was also noted that the right atrial (ra) lead exhibited p-wave undersensing. No intervention took place and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.